Event description:
It was reported that this right ventricular (rv) lead has exhibited increasing shock impedance measurements since 2016, with the most recent measurement being 193 ohms. Boston scientific technical services was contacted and it was discussed that this impedance change was most likely due to calcification of the rv lead. A potential rv lead replacement was mentioned at the next regular device change and a commanded shock test was also recommended to evaluate system integrity. The physician elected to continue with normal follow-up appointments. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has exhibited increasing shock impedance measurements since 2016, with the most recent measurement being 193 ohms. Boston scientific technical services was contacted and it was discussed that this impedance change was most likely due to calcification of the rv lead. A potential rv lead replacement was mentioned at the next regular device change and a commanded shock test was also recommended to evaluate system integrity. At this time, the rv lead remains implanted and no adverse patient effects were reported.